Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon advancing the device, the shaft snapped in half at the back end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter device. The balloon was tightly folded. Microscopic and tactile inspection revealed a complete brake in the hypotube, 55cm from the strain relief. The faces of the broken area found the ends ovaled, to suggest that the shaft was kinked prior to breaking. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon advancing the device, the shaft snapped in half at the back end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.